Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner and cracked case. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin shoot out of cannula sometimes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.